Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient has a back issue (spinal stenosis) which, starting on (B)(6) 2016, was causing pain in her legs when stimulation was turned on; therapy was irritating something that is already irritated. The patient is also having a lumbar injection for her spinal stenosis which is unrelated to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.